Event description:
Case order changed/case time moved up. Weerda scope not done being processed from first case. Surgical team had to use back up weerda scope/light carrier. It was noticed during the procedure that the skin on the pt's nose was reddened. At this point, wet gauze was placed between the light carrier and pt's skin, but not before pt sustained superficial burn to nose from light carrier overheating. It appears that the scope was functioning properly, unclear why light source generated enough heat to cause a sun burn effect-cool compress applied then bacitracin ointment to nose.